Event description:
Reporter indicated it was believed, a vns pt was not receiving the fully intended vns therapy due to a dcdc impedance code of zero. The pt has had a dcdc = 0 with systems diagnostics testing since at least (B)(6) 2009. No known trauma has occurred, but the pt is very large ((B)(6)) and does fall with seizures. The pt is also a poor historian. Referral for vns lead and generator replacement surgery appears likely.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.